Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial resection procedure. It was reported that while in surgery, the system experienced a series of issues related to the accuracy of navigation. The surgeon registered the patient without issue. The registration accuracy metric was 1.9mm. In verify registration, the surgeon felt that the registration was pin point accurate. The non sterile instruments were removed from the field and the patient was draped. A sterile frame was brought in. However, the sterile frame was having trouble getting seen by the camera. The manufacturer representative (rep) found that the spheres intermittently kept going in and out of visibility in the tracking window. As a result, the rep cleaned the spheres, but the issue persisted. The rep brought in another set of spheres onto the frame, issue persisted. The rep brought in a sterile passive planar probe, but the issue persisted. A new set of cranial sterile instruments were brought in, but the intermittent flic kering persisted on all instruments within the set. The original non-sterile frame used to register the patient was brought back in and the surgeon was able to verify a passive planar successfully. The surgeon made an incision, but found that on the surface of the patient, the software showed the probe as being 1cm deep into the patient. It was noted the surgeon completed the surgery with the inaccuracy persistent. There was a less than one hour delay and no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0: - h3, h6) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3) a software investigation analysis was completed to determine the probable cause of the issue. Analysis found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 - h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.